Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019, where in the ipg was replaced. Therapy restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge the ipg reportedly due to health issue. As a result, the ipg was unable to communicate with the external devices when attempted. As a result, surgical intervention may be pending to address this issue.